Event description:
It was alleged that during use air was noted in the line to the patient and the pump did not alarm. No other details or serial number of the pump are known. There was no patient consequence. It was noted that the nicu department did not isolate the device nor record the serial number identification.